Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the replacement of the pump, and the customer will continue to use the current pump as backup therapy.